Manufacturer narrative:
Bd received (B)(4) samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for opened packaging with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5061853. Root cause may be the temperature of the seal plate was not correct or if the tape that is applied to the seal plate needed changing.

Event description:
It was reported that the bd vacutainer® plastic microbiology c&s tube kit with transfer staw/bd hemogard¿ packaging was not sealed. No injury or medical intervention.